Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zhao-hui, w. Et al (2013), case-control studies on therapeutic effects of combined methods of minimally invasive percutaneous proximal humerus locked osteosynthesis plate with injectable bone for the treatment of proximal humerus fractures in elderly patients, china journal of orthopedics trauma, vol. 26 no. 5, pages 41-45 (china). The purpose of this study is to evaluate the clinical effects of combined methods of minimally invasive percutaneous proximal humeral internal locking system (philos) and injectable bone for the treatment of proximal humerus fractures in elderly patients. Between january 2006 and january 2012, a total of 80 patients were included in the study. These patients were randomly divided into 2 groups. Study group consisted of 40 patients (20 male and 20 female) with a mean age of 68.4±11.9 years treated with minimally invasive unknown synthes philos fixation combined with injectable bone while control group consisted of 40 patients (18 male and 22 female) with a mean age of 65.4±10.7 years treated with unknown synthes philos fixation. All the 80 patients received follow-up. The mean follow-up was 14.1±3.5 months for the control group and 16.1±2.3 months for the study group. The following complications were reported as follows under study group: 1 case of screw loosening. 1 case of shoulder varus. The following complications were reported as follows under control group: 3 cases of humeral head necrosis. 5 cases of shoulder varus. 6 cases of internal fixation loosening. This report is for 1 case of screw loosening. This report is for an unknown synthes screw. This is report 1 of 4 for (B)(4).